Event description:
It was reported that the ilet could not maintain connection with an fsl3+ sensor after initial pairing and that the pump also lost connection with the mobile app; the user rescanned the sensor and it entered the warmup period, and the pump was reconnected to the app, after which no further assistance was needed. Symptoms included intermittent sensor readings and reported high glucose of 400 mg/dl. Outcomes included temporary loss of automated glucose data to the ilet and user inconvenience without clinical intervention. Investigation included technical troubleshooting and user education to re-establish bluetooth connections and to rescan and pair the sensor. Investigation of this case revealed a pairing failure between the ilet and the fsl3+ when the user left range after initial pairing, resulting in communication loss that was resolved by rescanning the sensor and reconnecting the pump to the app. It was concluded that the event was due to connectivity disruption between the sensor and the ilet rather than a device malfunction of the pump hardware. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.